Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information that nothing was attached to the device; the device was to be used by itself under image guidance. Prior to using the product, air leakage was observed from the hub of the catheter, "the proximal distal".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5; d9 - date returned to mfg correction: h6 - annex a h3 - device has been returned, and preliminary evaluation has been performed. However, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional clarifying information provided 27jan2026, it was reported that the procedural team identified an issue with the catheter¿s connecting hub during procedure preparation. As part of their assessment, the team flushed distilled water through the inner lumen of the catheter. During this test, leakage from the catheter was observed.

Manufacturer narrative:
G4 - PMA/510(k) #: exempt. H3 - device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter hub from a lock pericardiocentesis catheter set leaked. During a pericardiocentesis procedure for a male patient, it was noted that the hub of the catheter was leaking air prior to use. A new like device was used to complete the procedure. A customer provided photo reveals possible damage to the threads of the hub. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.